Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). (B)(4), (side-car push-back). A visual examination of the returned device found contrast residue on the device indicating use. The guidewire lumen (side-car) was damaged (pushed back) and the proximal end of the sheath was found to be buckled. A functional evaluation of the device was performed by extending the basket. The basket could be easily extended and retracted multiple times, and there was no damage noted to the basket. The reported failure mode could not be duplicated. The condition of the returned incident device was not consistent with the complaint that the basket wouldn't extend fully - the root cause of the complainant's difficulties could not be determined. Additionally, during device evaluation it was found that the guidewire lumen (side-car) presented push-back, and the sheath was buckled. The most probable root cause for the observed damages is considered operational context, as excessive force may have been applied to the device limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that atrapezoid rx lithotripter compatible basket was to be used during a procedure. According to the complainant, during preparation for the procedure, the device failed to fully open while testing it outside the patient. No device damage was noted or reported. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; side-car push-back.